Event description:
On (B)(6) 2019, the patient/lay user contacted lifescan (lfs) USA, by email, alleging that his onetouch ultra mini meter was reading inaccurately high when using two different brands of strips. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged issue began. He alleges obtaining an inaccurately high blood glucose result of ¿300 mg/dl higher¿ on the subject meter when using off brand strips than when he used ultra strips. It is unknown how the patient manages his diabetes, but he stated in his email, that due to the alleged high result, he administered extra insulin, requiring emergency help and stated he ¿nearly died¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event, it was noted though that the patient had been using incorrect test strips for the comparison.